Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the shunt. A 5.0mmx20mmx40cm sterling balloon catheter was used to dilate the lesion. There was no kink in the device prior to use. The pressure of the first inflation was unknown. During the 2nd inflation, the balloon ruptured at 6 atmospheres. The device was removed completely from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).